Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that after impacting the cup during a primary surgery, while trying to disengage the impactor the instrument would not release from the implant. While trying to unthread using tools from the set, the cup twisted back out of the acetabulum. After a few minutes 2 surgeons were able to release the threaded piece of instrument out of the cup and the cup was then reimplanted.

Manufacturer narrative:
Corrected product information based on additional information. An event regarding disassembly issues involving a universal bolt driver was reported. Visual inspection: the universal bolt driver showed signs of normal use. There is nothing remarkable about the returned driver. Conclusion: the reported event involves inability to disengage the impactor bolt from the shell. While trying to disengage the bolt, the shell twisted back out of the acetabulum. The bolt was eventually removed and the shell was re-impacted into the acetabulum. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that after impacting the cup during a primary surgery, while trying to disengage the impactor the instrument would not release from the implant. While trying to unthreaded using tools from the set, the cup twisted back out of the acetabulum. After a few minutes 2 surgeons were able to release the threaded piece of instrument out of the cup and the cup was then reimplanted.